Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific representative contacted boston scientific technical services to report that this patient died on (B)(6) 2019. The patient previous chronic device and lead history was remarkable for an infection approximately two weeks ago requiring extraction. The boston scientific representative was not present at the time of the chronic system extraction. The patient was presented back to the electrophysiology laboratory on (B)(6) 2019 for system replacement on the right side. The replacement model 0292 required repositioning approximately 3 or 4 times. The patient developed pulseless electrical activity. The replacement model 0292 was removed. The patient medical condition continued to deteriorate, and an echocardiogram was performed. No perforation was identified. The physician suspected that a pulmonary embolism had occurred. The replacement model 0292 is not available for return to boston scientific. Boston scientific received information from the regional sales manager who confirmed that the physician believes the patient ended up having a pulmonary embolism which was the cause of death. The replacement procedure, in which the model 0292 defibrillation lead was repositioned, did not cause or contribute to the patient's death. Additionally, the infection did not cause or contribute to the death of the patient. The patient medical history was significant and the patient was described as very sick.